Event description:
The customer stated that they received an alert stating that their blood glucose was 400 mg/dl when it was actually 176 mg/dl. The customer's current blood glucose is 173 mg/dl and sugar glucose is 180 mg/dl. The customer also received a calibration error. Troubleshooting was conducted. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.